Manufacturer narrative:
Zimvie complaint number (B)(4) a1: patient identifier unknown / not provided a2: age and date of birth unknown / not provided a3: patient sex unknown / not provided a4: weight unknown / not provided d4: lot number unknown / not provided customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there is a fractured screw inside of the implant that needs to be removed. Screw removal tools were requested.